Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging an "other message" on her ultrasmart meter. The pt mentioned that approximately two weeks ago in the morning, she attempted to test on her ultrasmart meter and obtained an "other message". Approximately 30 minutes later, she started to feel shaky and sweaty. She contacted her physician for advice and was advised to come to the office. When she went to the office, her physician recommended she go to the ER. In the ER, her blood glucose was 20 mg/dl and she was treated with a glucose shot. Customer care advocate (cca) walked the pt through testing and issue was resolved over the phone. Products were replaced. The complaint is being reported since the pt alleged that since they were unable to obtain a reading due to the "other message", she later developed symptoms suggestive of hypoglycemia and had to receive medical treatment in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.